Event description:
The customer reported that the device could not boot up.

Manufacturer narrative:
(B)(4). The customer reported that the device could not boot up. The device was evaluated by a philips field service engineer. The symptom was verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.